Event description:
It was reported that a brown liquid leaked out of the hand piece in preparation for use. There was no pt involvement, no adverse consequences and no delay reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.